Event description:
It was reported that the t:slim x2 pump battery would not charge, and the pump screen remained dark. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer was set to receive a replacement pump from technical support. The customer planned to use multiple daily injections (mdi) as a backup insulin therapy and was not interested in an out-of-warranty loaner pump, as they already had a new in-warranty pump.